Event description:
The patient contacted animas on (B)(6) 2013 reporting that they woke up on (B)(6) 2013 and their pump was off and the screen was blank. The patient stated that their blood glucose (bg) was 650 mg/dl with tense muscles, hurt to walk, and dry mouth. The patient reported that they changed battery and has been alright since then. The patient reported that they did not get any alarms. The patient denied a ny damage to pump and the battery cap fits tight with no yellow o ring showing. This report is being made due to the hyperglycemic event the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: no unexplained power on resets observed in the black box. No damage was found to the returned battery cap or the battery compartment. The returned battery cap fully attaches to the pump with no issues. The pump boots to verify screen with audible and vibratory features. The pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated during this time. The pump passed a 29hr flow accuracy test successfully. The display screen was found to have a pinkish contrast. Removed pump cover; no evidence of loose components or moisture contamination identified inside pump. Investigators were unable to duplicate the reported complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.